Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-13672, 1627487-2019-13674. It was reported that patient experienced pain at the pocket site since he was implanted in (B)(6) 2019 and to address this issue the pocket site was moved higher on their trunk above their pant line. The extension scarred the skin as he was very skinny and so the extensions were removed. Reportedly patient had effective therapy post-operatively.